Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 140-200mg/dl fasting. Verified the strips expire 11/30/2015. Customer confirms the strips are stored properly. Customer performed back to back blood test, 226mg/dl and 267mg/dl fasting. Reviewed meter memory: 1:306mg/dlmg/dl (B)(6) 2015 10:12:00 am fasting:yes. 2:320mg/dlmg/dl (B)(6) 2015 10:09:00 am fasting:yes. 3:394mg/dlmg/dl (B)(6) 2015 06:41:00 am fasting:yes. 4:507mgmg/dl (B)(6) 2015 06:40:00 am fasting:yes. 5:112mg/dlmg/dl (B)(6) 2015 03:04:00 am fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 140-200mg/dl fasting. Verified the strips expire 11/30/2015. Customer confirms the strips are stored properly. Customer performed back to back blood test, 226mg/dl and 267mg/dl fasting. Reviewed meter memory. No adverse event reported.